Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. A boston scientific technical services consultant documented and extensively discussed troubleshooting with the caller. The patient presented to the emergency room two years later following the delivery of another inappropriate shock due to t-wave oversensing. Troubleshooting and additional testing was discussed. No adverse patient effects were reported.